Manufacturer narrative:
The customer did not provide info for the fiber problem. The device was returned to ams and analyzed. The info from this failure analysis was received on (B)(6) 2011 and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the fiber cap fractured and partially broke off. The root cause of the device failure was determined to be tissue contact and embedment. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the pt and instructions for retrieving.

Event description:
The customer did not provide info for the fiber problem. A failure analysis, conducted by an american medical systems quality engineer, disclosed that the fiber cap fractured and partially broke off.